Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bronchofibervideoscope during a diagnostic endobronchial ultrasound fine needle aspiration, the needle was properly locked in the subject device, but it would not deploy during the second node and second pass. The needle then fell outside the sheath while inside the scope. The needle penetrated and perforated the sheath. The procedure was completed with a similar device. There was minimal delay as the customer retrieved and calibrated another needle. There was no patient harm reported.